Event description:
It was reported to resmed (B)(4) that a system fault occurred on an astral device and the device restarted during incoming inspection at the distributor site. The device was not used on a patient when the fault occurred, therefore, there was no patient involvement.